Manufacturer narrative:
H11 - manufacturer narrative: over/under correction, corneal decompensation, cataract, secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim #(B)(4).

Event description:
An article published titled "assessment of calcification presence in hydrophilic acrylic phakic intraocular lenses" reports that research was performed to evaluate explanted implantable collamer lenses for evidence of calcification. During this analysis it indicates there were some issues that occurred for the lenses to be explanted such as lens opacity, refractive surprise, over/under correction, low vaulting, corneal decompensation, lens damage, and pigment dispersion. The article results indicated the lenses showed no evidence of calcification after long-term implantation.